Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pfa atrial fibrillation and atrial flutter procedure a cardiac perforation occurred requiring a pericardiocentesis. Geometry was created in the left atrium with an advisor hd grid catheter inserted through a non-abbott (faradrive) sheath. The advisor hd grid was then exchanged for a non-abbott (farawave) ablation catheter that was advanced over a non-abbott (rosen) wire. The wire did not fully advance out of the left superior pulmonary vein and the non-abbott (farawave) catheter was angled anterior to posterior near the left superior. It was difficult to get the catheter to the left superior vein, so the non-abbott (farawave) catheter was pulled back to flower orientation. The whole system was clocked and readvanced. The system went more posterior and coaxial to the left superior pulmonary vein, and it was clear that it was ostial to the vein. The physician decided to check for an effusion with the ice catheter, and there was one noted. The effusion measured at 0.8cm but increased to 1.5cm in just a few minutes. The physician aborted the procedure and removed the catheters from the left atrium. A pericardiocentesis was performed, the patient was then taken to cardiothoracic surgery and is now stable. The perforation occurred at the base of the appendage outside the left superior pulmonary vein and near the roof. There were no performance issues with any abbott products. The physician alleges the perforation occurred while advancing the non-abbott (faradrive) sheath and non-abbott (farawave) catheter into the left superior pulmonary vein.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a pfa atrial fibrillation and atrial flutter procedure a cardiac perforation occurred requiring a pericardiocentesis. Geometry was created in the left atrium with an advisor hd grid catheter inserted through a non-abbott (faradrive) sheath. The advisor hd grid was then exchanged for a non-abbott (farawave) ablation catheter that was advanced over a non-abbott (rosen) wire. The wire did not fully advance out of the left superior pulmonary vein and the non-abbott (farawave) catheter was angled anterior to posterior near the left superior. It was difficult to get the catheter to the left superior vein, so the non-abbott (farawave) catheter was pulled back to flower orientation. The whole system was clocked and readvanced. The system went more posterior and coaxial to the left superior pulmonary vein, and it was clear that it was ostial to the vein. The physician decided to check for an effusion with the ice catheter, and there was one noted. The effusion measured at 0.8cm but increased to 1.5cm in just a few minutes. The physician aborted the procedure and removed the catheters from the left atrium. A pericardiocentesis was performed and the patient was then taken to cardiothoracic surgery. The perforation occurred at the base of the appendage outside the left superior pulmonary vein and near the roof. The patient is stable.